Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.